Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 600 mg/dl at its highest) with a trace of ketones. The infusion set site was changed and correction boluses were delivered to address the bg level each time and the bg had lowered. The cause of the high bg was due to the pump settings needing adjustment. The contact was working closely with a healthcare provider to adjust the settings.